Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue during an infusion set change. Customer stated that when she went to fill the cannula, it keeps pumping insulin out. Customer also identified an air bubble. Customer declined troubleshooting. Customer's blood glucose level was 170 mg/dl. Customer stated that she has been a diabetic for 60 years and has been on the pump for 15 years. Customer wants to have the infusion sets replaced. Customer will call back when she has more time to provide the infusion set information. No further assistance needed.